Manufacturer narrative:
The device did not return for analysis; however, the reported allegation is confirmed through media. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect access solution for faradrive was selected for use. During preparation, when opening the shelf box by hand, which was not damaged, a big slice tear was noted at the back of the sterile package. The product was standing up in a cabinet/rack in the shelf box. The device was not damaged; it was a slit in the sterile package causing it to be contaminated. It was not done while removing as there were no sharp objects used, only hands. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect access solution for faradrive was selected for use. During preparation, when opening the shelf box by hand, which was not damaged, a big slice tear was noted at the back of the sterile package. The product was standing up in a cabinet/rack in the shelf box. The device was not damaged, it was a slit in the sterile package causing it to be contaminated. It was not done while removing as there were no sharp objects used, only hands. Thus, the device was replaced and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).